Event description:
It was reported by the rep the device was used during a thoracoscopic lung volume reduction. It was reported during the thoracoscopic lung volume reduction the physician fired the ez45 with peri-strips. On the third firing the device appeared to cut but did not staple. He used an endoscopic clip applier to control bleeding but had to extend the incision to sew over with suture.